Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that the battery cap was not stay closed, battery life diminished, less than when new, clicks once in a while during rewind. They need to use more pressure to get buttons to register. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.